Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt status post tibial ex nail procedure was referred to surgeon by an unk hospital because of a non-union. Pt was returned to the operating room for hardware removal on (B)(6) 2012. Implants were removed successfully and pt was revised to new fixation with plates and screws. This report is #5 of 6 for the same event.